Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that the nurse noted multiple red heart alarms and pump disconnected/pump stoppages when the system controller was exchanged as per the instructions for use (IFU) and the pt remains ongoing on lvad support with no further issues.

Manufacturer narrative:
The suspect system controller was returned to the MFR and is currently bing analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.